Event description:
On (B) (6) 2009, the pt reported that the adhesive of her infusion sets has not been sticking to her skin properly for the past 3-4 days. She has not used any new lotions or soaps and she uses IV prep wipes to prepare her skin. She also uses a piece of tegaderm dressing over the infusion site to hold it in place. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.